Event description:
On (B)(6) 2013, this pt underwent a procedure using a gore tag thoracic endoprosthesis to treat a thoracic aneurysm at the aortic arch. Prior to the tag implantation, the physician performed a debranching procedure of the brachiocephalic trunk, left common carotid artery and left subclavian artery. After the tag implantation, final angiogram revealed a localized ascending aortic dissection located 5-10 cm proximally from the end of the tag device. The physician decided to take a wait-and-see approach. Hypotensor drugs were administered. As the dissected portion was 5-10 cm from tag flare and the area was clamped by forceps during the procedure, the physician believes that the dissection might have been caused by clamping. As of (B)(6), the pt was reported to be in good condition.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.